Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix posterior mesh. Later the patient experienced bacterial vaginosis and pelvic pain. Antimicrobial, antifungal medications and boric acid suppositories were prescribed.